Manufacturer narrative:
The customer unplugged the camera head/light cable and power cycled the processor/light source a few times; however, the issue persisted. An operating room manager powered cycled the connected ncare and after reboot, an image appeared on the surgical display. The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video processor was displaying color bars. This was for a therapeutic procedure and device was completed using the same equipment. There was no patient harm associated with the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.